Event description:
It was reported that the patient experienced migration with the reservoir of an inflatable penile prosthesis (ipp) since it was stated that "reservoir appeared to be in bladder". A revision surgery was performed in which the ipp was removed and a spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any further adverse events and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.